Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 525 mg/dl. Customer stated insulin pump back arrow seems to stick when trying to navigate the insulin pump. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated using the up arrow and down arrow allows them to navigate screens. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.